Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that error code e333 appeared on video system center. The issue was found during reprocessing. The intended procedure was diagnostic laparoscopy, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e333 was displayed due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.